Event description:
Medtronic received information that this transcatheter bioprosthetic valve was one of three valves that were surgically removed after unsuccessful attempted implant. Following deployment of another transcatheter bioprosthetic valve that dislodged high into the ascending aorta, this valve dislodged partially into the ventricle after deployment, resulting in severe aortic regurgitation. During deployment of a third transcatheter bioprosthetic valve, both valves were pushed into lower positions, with this valve being pushed further into the ventricle (resulting in ventricular fibrillation) and obstruction of one of the native mitral valve leaflets (resulting in severe mitral regurgitation). Defibrillation, cardiopulmonary resuscitation, and cardiopulmonary bypass were initiated. The patient was converted to an open-heart procedure to remove the three valves and implant another manufacturer¿s bioprosthetic aortic heart valve. The patient passed away three days after the procedure. The cause of death was reported as multi-organ failure; the physician did not rule out these devices or procedure as a contributing cause of death.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; in this case, the aortic regurgitation was most likely the result of the valve being pushed further into the ventricle. The ventricular fibrillation and severe mitral valve regurgitation that occurred most likely resulted from this device and/or the second device being pushed down into the ventricle. The reported information indicated that the device dislodged during its attempted implant while still attached to the dcs and subsequently was withdrawn without adverse patient effects. The analysis of the returned device indicated no anomalies. In addition, the dcs lot history record was reviewed and showed that device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information a conclusive cause for the noted clinical event could not be determined.

Manufacturer narrative:
Separate reports have been filed on the second and third valves deployed during the procedure. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. The frame was intact with no evidence of deformation. Leaflet 1 was in a partially open position. The other two leaflets were in the closed position. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets were wrinkled, showing evidence the valve was set in the crimped position for an unknown period of time or crimped and reloaded. All leaflets were intact. All commissures were intact.